Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the drilled neuro tip was indicative of excessive side loading causing the cutter to flex and to come in contact with the nose tube, which is user error. It was further determined that the device had worn out bearings causing the device to fail temperature assessment. The assignable root cause was determined to be due to worn out bearings which is normal wear and the bent neuro tip was user error. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Event description:
It was reported that during cleaning, it was observed that the craniotome device would not hold the bit properly. During in-house engineering evaluation, it was determined that the device had a drilled and broken neuro tip and failed the temperature assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.